Event description:
Manufacturer: olympus, model name: visera elite iii, model number: otv-s200. Serial numbers: (B)(6). Manufactured date: 07/10/2023. All brand-new equipment. In the past week, all four devices have failed leakage test. The scopes are leaking at the edge of the connector. This has resulted in stoppage/delay of patient care. Reference reports: mw5155338, mw5155339, mw5155340.